Event description:
The nurse allegedly found the consumer 4-6 feet away from the chair while still attached to the seat and back cushions. The seat and back allegedly came off of the chair when the consumer was alone in the room. The alleged incident resulted in a dislocated right hip.

Manufacturer narrative:
Device has been in service for 10 years and appeared visually worn. Maintenance and repair history is unknown. Photos of device in question were recieved and reviewed. The chair frame was manufactured by invacare. No discrepancies of the chair frame was observed in the photos. The back on the chair was not identifiable as an invacare product. Labeling on the alleged does not match any of manufacturers current labels. Patient is diagnosed as cp and mentally challenged. No attendant was with this patient at the time of the incident. Its unknown if patient was properly seated and secured at the time of the incident. Manufacturer representative inspected the device. All locking devices for the seat and back positioning straps were observed and locked properly. The seat cushion was observed locked securely to the seat rails of the wheelchair during the inspection. No product defect regarding the invacare product.